Manufacturer narrative:
The device was not rec'd for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unk; therefore the mfg records, for the complaint device cannot be reviewed. The complaint narrative indicates that the guidewire was not constrained within the guide catheter during withdrawal. If the guidewire was the cause of the laceration and not another device failure to follow steps as stated in the directions for use by not constraining the guidewire in the guide catheter would be the likely cause. (B)(4).

Event description:
Clinical study performed in (B)(6). Reprise ii flex (B)(4) (dissection at aorta-iliac junction). Event description: dissection at aorta-iliac junction (001): on (B)(6) 2013, during the tavi procedure, a non-flow limiting, small linear dissection was noted at the aorta-iliac junction. Per ae reporting form, the event is non-serious. At the time of reporting, no action was taken for the event. No add'l info is currently available and site has been queried for further details. Potential relationship to study procedure per investigator: related.